Event description:
It was reported that during a colon procedure, the staple line was leaking. The surgeon had to re-operate on the pt with a laparotomy procedure. The anastomosis staple line was bleeding. The case was completed by manual sutures over the staple line. The second intervention time was two hours. The hospitalization time was four days extended to eight days. No further pt info was given. The device was discarded.

Manufacturer narrative:
Info not available, device not returned for analysis.